Event description:
Changed tandem t:slim insulin pump injection site using autosoft 90 infusions set. My bg went to 444. Checked injection site and the device was leaking. Same thing has happened numerous times including last week with the same result. These things are dangerous. FDA safety report ID # (B)(4).